Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5 pockets were failed to communicate. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 5 was not communicating and failed. A field service engineer (fse) found no failure upon arrival, but the failure analysis report indicated a high failure rate for drawer 5.2. The fse reseated the pyxibus and ribbon cable connections and then ran the hardware test application. Fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5 pockets were failed to communicate. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.